Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma and an ischemic leg with compartment syndrome. Surgery was performed to resolved the ischemia. Later, the pump was explanted and the patient survived.

Manufacturer narrative:
No product was returned for investigation. The root cause of the thrombosis and ischemia was unable to be determined due to insufficient clinical details. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.